Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarm was confirmed via log file analysis. The heartmate mobile power unit (serial #: (B)(6)) was not returned for analysis. However, a log file was submitted for review spanning approximately 7 days ((B)(6) 2020 ¿ (B)(6) 2020 per timestamp). On (B)(6) 2020 at 06:53:22 there was a no external power alarm while connected to the mobile power unit (mpu) due to a loss of ac power. The backup battery provided power during this time. The alarm cleared when power was restored. There were no other notable alarms related to the reported event in the log file. Heartmate ii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reporter name: (B)(6), no further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
As an additional observation, 1 brief no external power event was captured on (B)(6) 2020 that appeared consistent with a loss of ac power while the patient was supported by the mobile power unit. Related MFR #2916596-2020-06129 and #2916596-2020-06121.